Event description:
Following an uneventful novasure endometrial ablation, the physician performed a "hysteroscopy" and was "happy with the result". The physician then proceeded to perform a laparoscopic tubal ligation and noted "blanching" on the right and left side of the uterus, with a small opening noted on the right. No medical intervention was needed for the perforation, however the physician prescribed the pt "antibiotics and probiotics". The pt was sent home on the same day.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).